Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The probable root cause is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. In addition, user facility report# (B)(4) was added to h10 (as previously referenced in the initial MDR).

Event description:
Refer to h11 for follow-up information.

Event description:
Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: feet slightly bent on davinci med/lg clip applier #5- when attempting to secure clip does not close tight and clip not engaged. It was reported that during a da vinci-assisted liver resection surgical procedure, the feet were slightly bent on the davinci medium-large clip applier #5. When attempting to secure clip, it does not close tight, and the clip does not engage. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter provided an intuitive product defect information form. There was no harm or injury reported. The procedure was completed with a backup da vinci instrument of the same kind. No fragment fell into the patient. There was no procedure delay. The product was inspected prior to use. The instrument did not collide with anything.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.